Event description:
A malfunction was reported on an old, inactive pump. The issue caused the customer's blood glucose level to exceed 500 mg/dl, displaying as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset.